Event description:
During testing unit showed error code 001. There was no pt involvement. User facility has not yet decided to return unit for evaluation/repair. Awaiting return of unit for analysis.

Manufacturer narrative:
Evaluation summary: though numerous attempts were made by mds matrx to gain information on the device, it was never returned to us for analysis. Unit has not been in for repair since 11/18/93.